Event description:
During performing a laparoscopic hysterectomy, the tip of applied medical kii fios first entry cff33 trocar broke into 3 pieces. Residual was in patient's abdomen. All particles retrieved from patient before surgery ended. FDA safety report ID # (B)(4).